Event description:
Staff was obtaining blood cultures in emergency department setting with the steripath blood collection system when it was noticed that blood was leaking from tubing connection onto the floor. Per follow-up interview with staff member, they stated that the system is difficult to use and that leaking from the tubing connector is a frequent occurrence.